Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The product was evaluated. Both external and internal visual inspection were performed and passed due to the cannula and needle were present and without damage. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.